Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump returned a no delivery alarm during infusion set priming. The customer stated that he changed the reservoir and the no delivery alarm was resolved. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoir would be replaced and requested to send in the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.